Manufacturer narrative:
Section g4: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a frozen screen on the system monitor was not confirmed. The monitor was not returned. The provided information indicated that the system monitor screen became distorted and froze. The unit was running v.7.32 software. It was powered off and back on and the error cleared. There were no pictures or additional documents provided. System monitor, serial (B)(6), was not returned for analysis and remains in use. A root cause for the reported event was not conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 15jan2013. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor screen became distorted and froze while the patient was attached in the intensive care unit. The unit was running v.7.32 software. The system was powered off and back on and the error cleared. The customer stated that it was the second time it had occurred in recent days with that particular unit.